Manufacturer narrative:
(B)(4). Concomitant devices: persona medial congruent articular surface, right 12mm, catalog #: 42522100712, lot #: 64688789. Persona natural two-peg porous fixed bearing tibial component, right size f, catalog #: 42530007502, lot #: 64872083. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. Manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), manipulation under anesthesia (mua) is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Based on the records provided, the root cause is attributed to non-device related factors. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2021-00223.

Event description:
It was reported that the patient underwent a right knee manipulation under anesthesia to address post-operative pain and stiffness approximately four (4) months post-operatively. Initial operative notes did not identify any intraoperative complications. At the patient's 3-month post-operative visit, the patient was struggling with anterior knee discomfort, clicking sounds in the knee and limited range of motion. Manipulation operative notes noted release of adhesions without any intraoperative complications.